Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. The camera head exhibited cable damage, cable flooding and cable buckling and breakage. However, the cause of the occurrence has not been identified. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not strike or drop this device. Water leakage may damage the electrical circuits inside the device. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation also found the video connector flooded and cracked. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. IFU applicable part the following is described in the "precautions" section in the instruction manual "for safe use_handling and general precautions". Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding. There were no reports of patient involvement.